Manufacturer narrative:
Vyaire reference: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela was showing circuit disconnect, low pip, low ve and transducer fault. The customer confirmed that there was no patient involvement associated in this reported event.